Event description:
Subsequent to lasik surgery with the intralase fs laser, the pt's visual recovery has been delayed. The surgery was uneventful, however, postoperatively, the surgeon observed what he described as an "orange peel effect" with delayed visual recovery. Preoperatively, the pt's best corrected visual acuity (bcva) was 20/20 in both eyes. At the 19-day postoperative visit, the pt's bcva was 20/30 od and 20/60 os. At the 2-month postoperative visit, the pt's bcva improved to 20/25 od. However the os eye was 20/50. There have been no secondary surgical interventions performed at this time.